Manufacturer narrative:
(B)(4). Batch #: u94k00. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade of the instrument assembled backwards. The device was connected to a test handpiece and tested on a gen11. The device did activate however due to theblade misassembled we were unable to perform any other functional test. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The preliminary investigation into the misassembled device issue has identified our manufacturing process as the possible cause. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the scissors did not work when triggered. The procedure was completed successfully. There were no patient consequences.